Event description:
It was reported that approximately one month after implant, the patient had stimulation and the left ventricular lead had high thresholds. The physician explanted the lead, and implanted a new lead in a different location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2002; 6947 implantable tachy lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that approximately one month after implant, the patient had stimulation and the left ventricular lead had high thresholds. The physician explanted the lead, and implanted a new lead in a different location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.